Manufacturer narrative:
Returned device analysis: the protection wire and delivery sheath were returned without the retrieval sheath. The protection wire was broken into two pieces with the fracture occurring approximately 35 cm proximal to the filter. The wire was quite wavy due to kinks and bends near the fracture. The proximal segment of the protection wire was stretched 8 cm and had a large radius bend near the point of fracture. At the very tip of this segment, the wire made an acute 90 degree bend immediately at the point of fracture. The floppy tip was wavy and had a slight j hook. The delivery sheath was kinked at 50 cm and 98 cm from the proximal end and contained dried fluid throughout the shaft. When examined under magnification, the wire did not appear to be necked-down or reduced in cross sectional area. The outside diameter of the wire was within specification. Scanning electron microscopy analysis concluded that the wire fractured by torsional overload after the wire was kinked. The device history review for this batch has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. This review confirms that this device met material, assembly and performance specifications. The fracture appears to be related to torsional overload during the procedure due to difficulty advancing/tracking the stent catheter to the lesion.

Event description:
This event is considered reportable based on analysis results approved in 2007. Same case as manufacturer's report # 6000089-2007-00982. It was reported that during a life carotid artery (lca) stenting treatment procedure, the physician was unable to implant a carotid wallstent and the filterwire ez was kinked. The lesion being treated was calcified and 80% stenotic, but the 7 mm diameter reference vessel was not tortuous. The physician used an 8f guide catheter to access the lesion via the right groin. There were no difficulties navigating the system through the sheath. The stent delivery device and filterwire were sufficiently flushed with heparinized saline at prep and the physician used fluoroscopic guidance. It is unknown whether the lesion was predilated. The filterwire ez was opened beyond the stenosis with no problem. During the stent introduction process, the physician felt resistance and found the wire of the filterwire ez was kinked in the x-ray picture. He felt resistance when he withdrew the filterwire ez and carotid wallstent out of the patient's body. Upon removal of the stent and stent delivery system, it was noted that the catheter was fractured. The filterwire was not fractured, but was badly kinked. The patient was asymptomatic during this event. The procedure was not completed as the facility did not have another filterwire. No additional intervention was required. It was reported that there were no injuries or complications for the patient. Patient status is reported as "no problem."